Event description:
The customer reports during a diagnostic enteroscopy procedure using an evis lucera small intestinal videoscope, there was a resistance with the air channel. The procedure was cancelled and the patient was rescheduled. There was no harm to the patient and no medical intervention was needed. There was no contact with any infectious diseases. The scope was inspected prior to the procedure with no issues identified. The customer feels the device may have become blocked during use. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. Physical findings of the suspect device shows: technical evaluation has confirmed the customer specified fault. A blockage is present in the water channel, which occurred in procedure, and the biopsy channel is also leaking, previous experience indicates this fault is typically a result of user handling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer and investigation findings. New information is reported in b5, h4, h6, and h10. The device history record (DHR) for the reported lot was reviewed. It was confirmed there were no manufacturing defects related to the reported event. Additional details provided by the customer: the patient was being treated for an obscure gastrointestinal bleeding and anemia. The patient¿s discharge was delayed the device issue. The patient had a repeat procedure and was discharged in stable condition. Conclusion: the definitive cause of the reported events could not be established. Possible contributing factors. I) foreign material entered the a/w channel after inspection prior to use. Ii) insufficient air feeding occurred during the procedure due to the foreign material. Therefore, the user could not keep using the subject device. Iii) the user did not have a substitute device for the procedure.

Event description:
Additional information reported by the customer: the initial procedure date was (B)(6) 2022. The procedure was rebooked and carried out (B)(6) 2022. The indication for the procedure was anemia. The patient was discharged from the hospital (B)(6) 2022. Reported by the physician performing the procedures: this gentleman had recurrent significant obscure gi bleeding. His discharge was delayed due to the broken scope. Following his final enteroscopy treatment was able to stop his bleeding and he was discharged.